Manufacturer narrative:
A ge representative evaluated the system and reconfigured the bios memory. System operates as intended.

Event description:
The customer reported that the system was slow to boot up, and the monitor was showing the image at half size. No patient injury was reported.